Manufacturer narrative:
This report is submitted on 19 november 2019.

Event description:
Per the clinic, the patient experienced skin irritation at abutment site and subsequently the patient was treated with topical steroids for a duration of 10 days.